Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient reported she was getting low readings earlier on 11/22/2023. She tried pricking her finger multiple times and calibrated it. The patient reported sometimes the readings were within the 20/20 rule and sometimes there was 30 mg/dl difference between the bg and cgm (not specified whether high or low bias inaccuracy). At an unspecified point while at home the day of the event, the bg was 42 mg/dl while the cgm was 88 mg/dl. The patient decided to go to the hospital with her son since her readings were very low no matter what she ate. The patient was lightheaded and not thinking well. In the emergency department (ed), she was treated further with sugar water and glucagon. The patient was discharged the same day. At the time of the report, the same day as the event, the patient said she was not doing that fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.